Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a fatal error had occurred on the underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the date of event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had fatal error. The technical support specialist (tss) dialed into the station and app server, ran the tx locate query on both, and verified that transactions were current. The station database was bloated at over 10gb, so a shrink operation was performed, the index was altered, and the database was shrunk again to 8gb. The field service engineer (fse) tested the station with no errors reported. The tss advised monitoring the station and, if the issue recurs, to back up the station database and perform a full sync. The fse acknowledged these instructions. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a fatal error had occurred on the underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.